Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 300 mg/dl. Customer changed pump supplies to address issue. Customer continued using the pump for insulin therapy. In addition, it was reported that the customer experienced a low bg of 40 mg/dl. Customer took glucagon to address low bg. Reportedly, the customer delivered intended amount of insulin, but it ended up being too much insulin.